Event description:
Spoke to pt's son who reported that pump stopped working in the middle of the infusion on (B)(6) 2019 - with error message "cartridge will not load." Infusion was restarted and later on the same thing happened again. Maint 07/31/2019, sn (B)(4) / also since last night he was coughing a lot. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.